Event description:
(B)(4). Same case as MFR ID#: 2134265-2011-02015. It was reported that post a stenting treatment procedure, restenosis occurred. The patient presented due to coronary artery disease. Cardiac catheterization revealed 3 target lesions. The first was an 8mm long lesion located in the mid left anterior descending coronary artery (lad) with a reference vessel diameter of 2.75mm and timi-3 flow. It was noted that this lesion had been treated previously with angioplasty. This was treated with deployment of a 2.75x15mm promus drug eluting stent resulting in 0% stenosis and timi-3 flow. The second was a 30mm long de novo lesion located in the distal left circumflex (lcx) with a reference vessel diameter of 2.25mm and timi-3 flow. There was a third lesion in the proximal lcx. It was a 25mm de novo lesion with a reference vessel diameter of 2.75 and timi-3 flow. A 2.25x32mm taxus liberte stent was implanted in the distal lesion and a 2.75x32mm taxus liberte stent was implanted in the proximal lesion and was overlapping with the distal stent. This resulted in 0% residual stenosis in the lcx. (B)(6) 2010: the patient presented with acute onset of shortness of breath and chest pain. It was described as "squeezing pain in his heart". It was not radiating pain but associated with worsening shortness of breath. He was found to be hypertensive with a blood pressure of 207/68 with crackles in both lungs and leg edema. He was then treated with aspirin 325, sub lingual nitro and nitro ointment with partial pain relief. Troponin was found to be 0.01, ck mb was 214 and ck total was 214 (units not provided). EKG showed an old anteroseptal infarct and sinus rhythm. Per the physician "although his enzymes are negative, his flash pulmonary edema is concerning for high grade coronary lesions". Cardiac catheterization revealed 30% stenosis proximal to stented area and 40% distal to stented area and a patent stent in the proximal to mid lcx and 30% in stent restenosis of the distal stent in the lcx. The right coronary artery (rca) was found to have an 80% stenosed lesion. A jr4 guide catheter and non-bsc guide wire used to access distal rca. Predilation was performed with a 2.5x8mm non-bsc balloon inflated to 12 atm and stented with a 2.5x12mm non-bsc drug eluting stent deployed at 16 atm. Post dilation was completed with a 2.5x8mm nc quantum apex balloon inflated to 18 atm resulting in good final result with timi-3 flow and <20% residual stenosis. The lcx and lad were not treated. The patient was discharged 4 days later. The event is reported to be resolved and the patient's condition stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).